Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the machined head was damaged, the width plate screw was missing, and the device was out of calibration. The machined head, width plate screw, sleeve bearings, and shaft bearings were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a repair was requested. Due diligence is complete and no additional information is available. At product evaluation investigation a screw was found missing from the dermatome. No adverse events were reported as a result of this malfunction.